Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 15. On (B)(6) 2019 loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and fistula. No further patient complications were reported.